Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision and has difficulty adapting to monovision. Due to blurred vision and difficulty adapting to monovision the lens was explanted. This resolved the problem. Cause of the event was reported as patient related.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
E1: name and address: USA corrected to singapore. Claim#: (B)(4).